Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user experienced a dexcom g7 sensor connection failure to the ilet while the sensor remained connected to the dexcom app, and after entering the sensor pairing code into the ilet, data transmission was expected to resume; user education and troubleshooting were provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included review of user-reported device behavior and real-time troubleshooting to verify proper pairing procedure. Investigation of this case revealed that the sensor pairing code had not been entered into the ilet, preventing successful cgm integration, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was incomplete pairing setup, resolved by entering the correct sensor code.